Manufacturer narrative:
Gfe sent for follow up about corrective actions and additional details. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system, with a cardiac resynchronization therapy pacemaker (crt-p), left ventricular (lv) lead and right ventricular (rv) lead, exhibited loss of capture on the presenting electrogram. Technical services (ts) was consulted and indicated that lv pacing threshold cannot be assessed through remote interrogation. The rv lead threshold was assessed and results were normal. Ts recommended evaluating both leads. The patient experienced bradycardia and syncope. This system remains in service.